Event description:
Literature was reviewed regarding: mechanical thrombectomy in stroke¿retrospective comparison of methods: aspiration vs. Stent retri evers vs. Combined method¿is aspiration the best starting point? The objective is to compare the technical and clinical efficacy of three main mechanical thrombectomy methods in patients with large vessel occlusion. The time frame of this study was: from june 2019 to may 2021. Multiple manufacturer¿s devices were used in the study population: medtronic, microvention, penumbra, and others were used. The following medtronic devices were used: stent retrievers: solitaire and catch. Aspiration catheters: react. Deaths occurred in the study population: the document mentions in-hospital mortality rates as follows: 12 (28%) for aspiration only (ao), 34 (27%) for stent retriever only (so), 34 (32%) for combined method (cm), with no significant differences among the groups. The causes of death were: the document does not specify individual causes of death. Among patient adverse events included: symptomatic intracranial hemorrhages (sich) and intracranial hemorrhages (ich). Rates of sich: 2 (5%) for ao, 11 (9%) for so, and 9 (8%) for cm, with no significant differences among the groups. Clinical outcomes of interest included the 90-day modified rankin scale (mrs) scores, showing no significant differences among the groups. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-solitaire; date g2: citation: authors: meder, g., zuchowski, p., skura, w., pleszka, p., dura, m., rajewski, p., nowaczewska, m., meder, m., alexandre, m., pedicelli, a. Mechanical thrombectomy in stroke¿retrospective comparison of methods: aspiration vs. Stent retrievers vs. Combined method¿is aspiration the best starting point? J. Clin. Med. 13, 1477 2024. Doi: 10.3390/jcm13051477 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.